Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Maude report mw#5079231 received.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited premature battery depletion and delivered inappropriate high voltage therapy. The device was explanted and replaced on (B)(6) 2018 and the patient¿s condition was good before, during, and after the procedure.